Manufacturer narrative:
(B)(4).

Event description:
Corrected information received by the customer stating the surgery was completed after exchanging the handpiece and not the system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with no phacoemulsification during a procedure. The procedure was completed after exchanging the system. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).